Manufacturer narrative:
Pump received with blank display due to moisture damage to the electronic devices noted. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump was exposed to moisture. Customer reported there was fluid under the lcd display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.